Event description:
It was reported that on february 6, the patient was sitting on the couch and had an onset of a sudden roaring sound followed by complete silence in her right implanted ear. She attempted to troubleshoot her external equipment, when she tried to wear her right processor, she experienced abnormal auditory percepts and pain. She has not worn the device since that time. She sent her external equipment to the clinic for troubleshooting. All externals were evaluated prior to patient arrival, all parts - coil, two speech processors, and battery pack all indicated within normal function. Further testing carried out indicated that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.